Manufacturer narrative:
The reported event of ra lp not being detected was confirmed. Based on the information provided, the root cause of the inability to be interrogated was unable to be determined. Additionally, it was noted that the device was in rom mode; hence why the device was unable to be accessed through the engineering test page. The root cause of the rom mode was unable to be determined.

Event description:
It was reported the patient presented for follow-up in clinic. During the device check, the atrial leadless pacemaker (lp) could not be interrogated. The lp was deactivated. There were no patient consequences.